Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) experienced a false positive pacemaker mediated tachycardia (pmt) due to sinus tachycardia. Technical services (ts) stated it could be related to loss of pacing. The device remains in service. No adverse patient effects were reported.